Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issues with four infusion sets of kinked tubing resulting in occlusion and associated hyperglycemia on (B)(6) 2025. The patient also noticed bent needle prior to insertion. The blood glucose level exceeded 500 mg/dl with specific value unknown and replaced infusion set and got treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.